Manufacturer narrative:
Product ID 977d260, serial# (B)(6), product type screening device. Section d information references the main component of the system. Other relevant device(s) are: product ID: 977d260, serial/lot #: (B)(6), ubd: 19-mar-2028, UDI#: (B)(4). G2: the country of origin is china. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a distributor regarding a patient who was implanted with an implantable neurostimulator (ins). It was reported that the trial lead failed during surgery, but the cause of the failure was not disclosed. It was noted that the issue was resolved. Surgical intervention did not occur and was not planned.

Manufacturer narrative:
H2. Correction: please note, h6 codes b18, c20, d14, and g02025 no longer apply to this report. H3. The returned lead (serial # (B)(6)) was subjected to a series of standard tests that include but is not limited to visual inspection and electrical testing. Analysis identified that the #2 conductor was broken 2.6 cm from the distal end of the lead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.